Event description:
This case was reported by a consumer and described the occurrence of nausea in a female pt who received polyethylene oxide + sodium carboxymethylcellulose (corega adhesive strips) strip for dental care. A physician or other health care professional has not verified this report. On an unk date, the pt started polyethylene oxide + sodium carboxymethylcellulose (dental). At an unk time, after starting polyethylene oxide + sodium carboxymethylcellulose, the pt experienced nausea and vomiting. At the time of reporting, the outcome of the events are unk. F/u info received on (B)(6) 2008: concurrent medical conditions included allergy to cortisone, allergy to plasters, metal allergy and penicillin allergy. Concurrent medications included oestradiol (estradiol patch). In (B)(6) 2008, the (B)(6) female pt started polyethylene oxide + sodium carboxymethylcellulose (dental) 1 strip on the left and right hand side of the dentures once daily. A few days after starting polyethylene oxide + sodium carboxymethylcellulose, the pt noted that the adhesive dissolved after hot meals or coffee resulting in her mouth being stuck shut and therefore she had trouble speaking. She stated that her whole throat swelled up that she could not get any air and that she had the feeling the adhesive was giving off vapours. Treatment with polyethylene oxide + sodium carboxymethylcellulose was discontinued. The pt consulted an ent specialist for removal of the adhesive residues. At the time of reporting, the events were unresolved. The pt stated that her whole throat still had adhesive in it, even though she had removed quite a lot of it with oil. F/u info received on (B)(6) 2008: the pt reported that she still suffers from a "glued palate / throat" and has "foamy mucus with blood in her mouth". F/u info received on (B)(6) 2008 from the pt: the pt stated that she had used the strip "for a while" and that every evening, upon removing her dentures, there was either no product or a residue of the product on the dentures. Furthermore, the pt reported that "the rest of the glue have likely to be removed under general anesthesia." This case was assessed as medically serious by gsk. At the time of reporting, nausea and vomiting had resolved. Foamy mucus with blood in mouth was unresolved. The outcome of the remaining events was unk. This report is not medically confirmed and consent to contact the pt's treating physician is currently being sought. F/u info received (B)(6) 2008 from the pt: the pt reported that she will be visiting her ent physician for removal of the residues. The pt stated that a consultation with a doctor of internal medicine would also be needed. Classification of incident: unanticipated serious deterioration in state of health (medical intervention required). F/u info received from pt's ent physician (B)(6) 2008: concurrent medical conditions included chronic sinusitis. The physician reported additional events of dyspnea and foreign body sensation in throat. The pt's treatment included removal and brushing away of the mucous films. At the time of reporting, dyspnea and foreign body sensation in throat were unresolved. The reporting physician considered a "medium" severity of this case and also considered the events were probably related to corega adhesive strips. F/u info received (B)(6) 2008 from the pt's ent physician: the pt had not previously used corega adhesive strips. The physician reported that approximately 2 weeks after starting the strips, the pt experienced respiratory distress, feeling of throat constriction and a deposition of transparent film on the oral mucosa. The physician reported that treatment involved rinsing and brushing the coatings away and expectoration. At the time of reporting, the events were unresolved. F/u info received from the pt's dentist (B)(6) 2008: the dentist reported that he had not tested or recommended use of the corega adhesive strips, and that the pt had used the strips on her own accord. On (B)(6) 2008, the dentist had partly removed the remaining strips during which no swollen tissue or reddening of the mucosa had been noted. The dentist stated that the pt was not able to completely remove the residues of the strip. On a control visit on (B)(6) 2008, there were still some "film-like"...

Manufacturer narrative:
The correct MFR report ID number for this case is 3004699328-2008-00003. This case was previously reported as MFR report ID number 1020379-2008-00003. Corega strips are mfg in kyowa ltd. The lot number for this product is available and quality testing is pending.